Event description:
It was reported, the broncho fiber videoscope exhibited no image. The issue occurred during set up/inspection for use (during set up in room/before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d9, g1, h2, h3, and h4. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the reported lack of image was most likely due to a component failure of the plug unit, however, the root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.